Manufacturer narrative:
The electrode serial number and its expiration date were requested but not provided. The customer also received a calibration error. The investigation is ongoing.

Event description:
The initial reporter received questionable sodium electrode results from patient samples tested on the cobas 4000 c311 stand alone system. The initial result was 168. The repeat result was 152. The unit of measurement was not provided. The results were deemed too high.

Manufacturer narrative:
The field service engineer inspected the analyzer and performed ion-selective electrode checks. He noted that the chloride electrode was unstable, and the electrodes were then replaced. He verified the analyzer was performing according to specifications. The customer did not report any other issues after the service. The investigation determined that the service actions resolved the issue. The specific cause of the event could not be determined.